Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Event description:
It was reported a patient underwent a rotator cuff repair on (B)(6) 2014. During the procedure the surgeon had difficulty passing the nitinol wire. After multiple attempts the surgeon used competitor product to complete the procedure. This resulted in a delay greater than 30 minutes in the procedure.

Event description:
It was reported a patient underwent a rotator cuff repair on (B)(6) 2014. During the procedure the surgeon had difficulty passing the nitinol wire. After multiple attempts the surgeon used competitor product to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to the instrument being damaged or worn beyond useful life.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Implant and explant dates: ¿ n/a ¿ device is an instrument, not implanted/explanted. Initial reporter phone number is (B)(6). There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."